Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. The laboratory engineer obtained a new guidewire to test the insertion ability. The guidewire was able to be inserted into the lumen and passed both back and forth without any issues. Laboratory analysis was unable to reproduce the clinical observations. This is an open lumen lead and it is possible that a blood clot had formed in the lead¿s lumen during the procedure which would have resulted in guidewire insertion difficulties.

Event description:
Boston scientific received information that this lead was an attempted left ventricular (lv) implant. The physician encountered difficulty fully inserting the guidewire and was unable to flush to lead. This lead was extracted and subsequent leads were unsuccessful due to tortuous patient anatomy. The patient was referred for placement of an epicardial lead. No adverse patient effects were reported.